Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-06656. It was reported the patient was complaining of pain at the drg lead site in his low back. Consequently, surgical intervention was taken and the physician revised both of the patient's leads. During the procedure the physician buried the leads strain relief deeper near the incision site to prevent the leads from causing discomfort to the patient.